Event description:
Patient had first degree burns on abdomen. Apparantly this was from a heat pack on the day of discharge. Six days later the patient was noted to have second degree burns to their abdomen (with eschar). Oral antibiotics were started and silvadene cream and clinic appts were initiated.